Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure of the device, the patient's blood pressure decreased. An echocardiogram was performed which revealed a pericardial effusion. After a few minutes, the patient's blood pressure stabilized. The physician is unsure if the pericardial effusion was due to the implant procedure, and does not believe it was caused by any implant tools or implanted products. The patient was stable with no adverse consequences and will continue to be monitored.